Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono floor system. During an interventional procedure, the user was unable to move the stand into the park position, and a stand/table error was displayed. The procedure was successfully completed on the same unit. We have no indications of any adverse effects on the health status of the involved patient.